Event description:
Event was reported on 3/17/26. It was reported that the event involved a daybreak sleep appliance device used by a 56-year-old female patient. Per the report, the customer stated that the top right-side button on the upper tray broke while the device was being worn. Per the report the component remained attached to the band, and no harm occurred. The patient subsequently attempted to change bands on her secondary device, and during this process, the button on the same upper tray and same right-side location also detached. A remake was submitted for both upper trays (per the reporter the secondary device was not reported because the patient was not wearing the device when the button broke). The appliance was delivered on november 9, 2025. The patient first noticed the issue on (B)(6) 2026, and presented the concern to the reporter's office on (B)(6) 2026. The patient discontinued use of the device on (B)(6) 2026. The reporter's office is in (B)(6). Oral hygiene information was not provided. The patient reported no symptoms and no injury associated with the event. No additional medical or surgical procedures were reported. Whether the appliance was replaced, or replaced with a similar product, was unknown at the time of reporting. It was reported that the patient followed the recommended cleaning and storage directions, including the use of foam cleaner, water, and an ultrasonic cleaner.

Manufacturer narrative:
Company representative has reported that ethnicity/race is not documented by them. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).